Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
When the surgeon finally hit the real insert, he felt a little contact with the tibial component and peeled off from the black part. All broken pieces were collected.